Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va06yum, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va06yum, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information was received from the patient and a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a short circuit on the bipolar configuration of 10 and 11. The patient experienced shocking sensations in her head and the charge was not lasting. They had to charge twice a day and they often felt heat and burning sensations at the device pocket site. The issue was identified with an impedance check. The physician would possibly modify the programming to an alternative programming combination. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. Additional information received from the health care professional (hcp) reported the short circuit was on the right lead. Head and chest x-rays were requested and they informed the company representative. The patient was referred to another doctor. The short circuit, shocking sensations, charge not lasting, and burning sensation issues had not been resolved yet.